Event description:
The pt had been in the clinic for an infusion. They were able to draw blood but when they injected to clear the line the pt had immediate pain in her shoulder. A fluoroscopy image showed that the line and the port had separated. The pt returned on to have the port removed and replaced. In the interim the line had migrated and needed to be snared prior to placing the new port. Visual inspection shows the line had broken inside the attachment device.